Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. To address this issue, the ipg was replaced via surgical intervention on (B)(6)2024. Therapy was restored post-op.